Manufacturer narrative:
It was reported that, when the customer took out the gloves, bead on the gloves was torn. The glove is torn 13cm from the palm to the bead. The product was not used due to the tear. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, when the customer took out the gloves, bead on the gloves was torn. The glove is torn 13cm from the palm to the bead. The product was not used due to the tear.